Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced numbness and loss of leg function following the implant procedure. Nevro attempted to obtain additional information regarding the nature of the issue but none was available. The patient received physical therapy and regained their leg function.